Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4) a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the device gave a false "no disposable" alarm. No adverse effects.